Event description:
It was reported that the patient underwent recurrent hernia repair surgery on (B)(6) 2016 and mesh was implanted during which the surgeon noted purulent fluid was encountered in an abscess cavity and the mesh was found to be poorly incorporated. It was also necessary to remove adhesions. It was reported that the patient underwent removal surgery on an unk date. It was reported that the patient experienced debridement, adhesions, abscess and pain. The patient had a previous mesh implanted on (B)(6) 2015 which is captured in separate file. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.